Event description:
Crd_964 - catalyst ide study (B)(6). It was reported that on (B)(6) 2023, a 16mm amplatzer amulet plug was implanted in a patient using a 12f amplatzer amulet delivery sheath. During the procedure, the patient's activated clotting time (act) levels was 391 seconds. On (B)(6) 2023, it was reported that the patient had pericardial effusion. The pericardial effusion did not lead to cardiac tamponade. On (B)(6) 2023, it was reported that the pericardial effusion was conservatively managed with medication. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no difficulty implanting the device and that there was only one trans-septal puncture. The field also indicated the patient was prescribed heparin and that their act was 391 s., within the appropriate range. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.

Event description:
Crd_964 - catalyst ide study eu2024-3737, (B)(4). It was reported that on (B)(4) 2023, a 16mm amplatzer amulet plug was implanted in a patient using a 12f amplatzer amulet delivery sheath. During the procedure, the patient's activated clotting time (act) levels was 391 seconds, hemoglobin level 136 gram/dl. On (B)(4) 2023, it was reported that the patient had pericardial effusion. The pericardial effusion did not lead to cardiac tamponade. Hobgoblin level at bl 136 gram/liter on (B)(4) 2023. There was also good location of the of the implanted amulet device. Newly circular, not hemodynamically relevant pericardial effusion with a max. Border width of 0.7 cm. On (B)(4) 2023 slight regression of the pericardial effusion (max. 0.5 cm inferolateral from left ventricle) otherwise having ischemic cardiopathy with slightly impaired left ventricle systolic function regionalities, bilateral dilatation right ventricle with reduced systolic function, mild secondary hypervolume, pulmonary hypertension cannot be excluded. On (B)(4) 2023, it was reported that the pericardial effusion was conservatively managed with medication. The patient was reported to be in stable condition.